Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device, and replaced the faulty graphic user interface (gui) alarm assembly. The cse performed all required calibrations and tests in the service manual, and the device was operating within manufacturer's specifications. (B)(4).

Event description:
The customer reported that an 840 ventilator graphic user interface (gui) alarm assembly became inoperable during use in a patient. There was no patient injury reported.